Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.